Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was broken. The blue main body plastic piece inside the twist clamp was broken which allowed the twist clamp to slide along the transfer set tubing. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation with the twist clamp in the closed position and a mini cap attached to the female connector. Visual inspection was performed and broken occlude feet were observed. Damage to the twist clamp was not observed. Leak, clear passage, and clamp function testing were performed and a leak through the set due to broken occlude feet was observed. The reported condition was verified. The cause of the broken occlude feet could not be determined, however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.